Manufacturer narrative:
Zoll medical corporation has not received the device for eval and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing the device would not respond to input selection via the front panel membrane. Complainant indicated that there was no pt involvement in the reported malfunction.